Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high threshold measurements during the initial placement. The physician retracted the helix and repositioned it. All measurements were initially satisfactory in the second position, after 50 rotations the helix extended and the measurements were retested. The pace impedance was greater than 3000 ohms and since myocardial contraction did not occur on pacing, lead fracture was suspected. Upon attempted removal of the lead, the helix would not retract. The lead was successfully removed and a new lead was implanted. This lead was attempted and not implanted. No adverse patient effects were reported.